Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that he received a no delivery alarm. The customer's blood glucose was 401 mg/dl at the time of the incident. The customer's blood glucose was 440 mg/dl at the time of call. The customer's blood glucose was over 300 mg/dl at the time of hospitalization. The customer's blood glucose was 323 mg/dl at the end of call. The customer stated that he was getting glucagon shots for the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks, insulin and site issues, and setting issues. The customer declined to perform high pressure test. The customer was unable to troubleshoot for the no delivery alarm at the time of call. The customer stated that he was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.